Event description:
It was reported that the right ventricular lead impedance was high, and the device was starting to experience crosstalk. The device was explanted. No patient complications were reported as a result of this event.